Event description:
Device was deploying straight shots during procedure. Straight shots were removed from patient during procedure. Patient was reportedly doing fine.

Manufacturer narrative:
The subject product was found to have a bent tip cover. As a result the device will not drive wire. Therefore, we are unable to test for the reported problem. We are unable to determine at what point in the process the tip cover became bent.